Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the packaging of the hood. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found in the packaging of the hood. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.